Manufacturer narrative:
No malfunction was reported. The product was not returned.

Event description:
Pt underwent rf ablation procedure on her left leg in 2007. Five days later, an ultrasound was conducted which showed a deep vein thrombus at the saphenofemoral junction in her left leg. The pt was prescribed coumadin and lovenox at that time. Twelve days later, a second ultrasound was performed, which demonstrated that the deep vein thrombus had resolved.